Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for re-augmentation surgery on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 9, 2021, the mentor failure analysis lab received the device for evaluation. On july 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 400cc breast implant was found to be ruptured. The device was received in two (2) parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 11, 2022, the product investigation summary was updated with the following statements: visual analysis of the returned sample determined that the gel mod-rnd 400cc breast implant was found to be ruptured. The device was received in two (2) parts. Additionally, a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time.

Manufacturer narrative:
On june 9, 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9618737 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9618737 sn: (B)(6).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via physical consultation. The patient also reported being diagnosed with pneumonia in (B)(6) 2020. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.